Event description:
Rn of home patient (hp) reported system error alarm 2240 during treatment when hp's cat bit through the pt line of the homechoice set on two consecutive nights. Hp was disagnosed with "peritonitis" three days after the first incident and hospitalized from 3/9/00 through 3/11/00. Hp was treated with ip antibiotics.